Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned, analyzed, no anomalies were found. However, it was noted that analysis of the device memory indicated the battery impedance trend was rising. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had early rrt (recommended replacement time) without corresponding battery depletion. The physician and patient elected to remove the device due to this false elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.